Event description:
Event: (cc# 97-01411) the iab would not go through the sheath. A second iab was used without any problem. On 1/7/1998, the following was reported to datascope: it was not possible to pass the balloon through a datascope or arrow sheath. A kink was noted in the balloon catheter. There was no injury or complication as a result of the event. [Event complications]: unknown - reported 11/21/1997; none - reported 1/7/1998. [Pt's current status]: home - rpt'd 1/7/1998.